Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a no delivery alarm during a manual prime. Customer's blood glucose was 290 mg/dl. Customer did not treat for her blood glucose. Troubleshooting occurred and it was found insulin was able to exit from the insulin pump. The customer was advised the insulin pump was working as designed. Customer also reported a crack in the middle of the insulin pump's screen. The customer stated she may have hit the insulin pump on her kitchen table, resulting in the damage. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump passed the displacement test, prime test, and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked belt clip slot.